Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Foreign matter on needle. Event details: upon opening the canula packaging, gelatinous deposits are detected. Contamination of the medicine. The two needles needle filter blunt fill 18x1-1/2 were in contact with any patient as foreign materiel was discovered before use.

Manufacturer narrative:
(B)(4). Follow up a report was received indicating the presence of gelatinous deposits. To support the investigation, five photographs were submitted for evaluation by the quality team. The images depict a packaging blister top web positioned next a needle with the plastic shield. The images also depict a needle without the plastic shield. The needle lacking the plastic shield displays a droplet of medical-grade lubricant. This condition may occur if a jam takes place at the lubrication application station. A device history record (DHR) review was conducted for material number 305211, lot 4064631. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the lubricant application station confirmed that the settings were within specification and product flow was normal. Based on the investigation and photographic evidence, the reported condition has been confirmed.

Event description:
No pt harm.